Event description:
Procedure: lcs duofix revision performed on (B)(6) 2014 by dr (B)(6) at (B)(6) hospital. Reason for revision: unknown as yet. All components removed from patient. Update 10/9/14 - lot details for fem and additional product details received. Doi confirmed. Reason for revision not known. On 10 april 2015 update of description from (B)(6); during revision findings were of a large knee effusion, marked synovitis with evidence of foreign body reaction, metallic (black grey) staining of the synovium and gross loosening of all components (femoral, tibial and patella). Update rec¿d 10 april 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The findings noted in the revision note are the same as listed above. At this time the patient's patella is being reported for loosening. The complaint was updated on: 28/04/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.